Manufacturer narrative:
This report is submitted on february 10, 2023.

Event description:
Per the clinic, the patient was treated with topical antibiotics (specific date and duration not reported) due to inflammation and skin overgrowth on the abutment.